Event description:
Follow-up information indicated that repositioning the ipg resolved the patient's issue.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient ((B)(6)) experienced discomfort at the ipg site due to the device being at an angle in the pocket. Surgical intervention was undertaken on (B)(6) 2017 and the ipg was repositioned.